Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is thus based on the evaluation of the manufacturing documents of this lead and ICD as well as the analysis of the ICD itself. The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to these damages of the electronic module, the device could not be interrogated properly. Based on the symptoms, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to, a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. This is consistent with the lead fracture mentioned in the complaint description. In addition, the manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the lead under complaint was not returned for analysis. The electronic module of the ICD was found damaged due to a shock delivery into an external short circuit, presumably caused by a damaged lead. Due to the damages, the device could not be interrogated properly. The analysis revealed no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implant period of approximately 95 months, it was reported that the lead was broken. This was discovered when the lead was connected to a new device. Due to no response to telemetry, possible eri and shock before the event, it was decided to change the ICD. Furthermore it was realized that the shock impedance was > 150 ohm and there was noise in ff channel.